Manufacturer narrative:
Visual examination performed on prox end 8" long section. Coil intact, slightly stretched throughout. Cuts through insulation 4" and 4" fro prox end. No abrasion noted. Tan-colored particulate throughout lumen. No conclusions can be drawn.